Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that there were loose gears and severed motor mount screws. The system error 105 alarms were caused by a failing motor which was replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.